Event description:
Pt was reported to have a partially obstructed airway and was required to sit upright. However, the handset keypads on the enterprise 5000 bed were unable to be unlocked by several staff members in order to position the pt for CPR and for emergency insertion of tracheostomy; pt had to be supported with pillows. The pt survived resuscitation and was transferred to ccu, but they arrested later in this section of the facility (it was reported that they were not on the enterprise bed this time).

Manufacturer narrative:
This report is being filed under exemption (B)(4) by (B)(4) on behalf of the MFR (B)(4), a branch of (B)(4). (B)(4). Both the facility mgr and one of the facility's doctors state that the pt's outcome would not have been affected even if the bed had functioned properly. Add'l info will be provided following the conclusion of the MFR's investigation.